Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during set-up, the unit had self-keying bipolar. No patient involved.

Manufacturer narrative:
One device was received for evaluation. The returned sample did not meet specification as received by medtronic. Details regarding a visual inspection were not provided. The reported condition was confirmed. The investigation found that the bipolar would be activated itself. The investigation identified the cause of the reported event to be the control pcb. The control pcb was replaced to address the condition. If information is provided in the future, a supplemental report will be issued.